Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed and the pods pink slide did not move forward. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The downloaded data shows the device completed first and second prime. First prime was completed earlier than expected at pulse 20. No timeouts or drive stalls were observed in the device data. However, a rotational sensor malfunction was observed in the device data. The device was reset and delivered a 5u bolus. The rerun data did not generate any alarms and did not show any data anomalies. The needle mechanism was manually reset and functioned as intended through manual rotation of the ratchet gear. The drive mechanism was inspected and found contamination on the commutator cap. Since the rotational sensor malfunction did not replicate in the rerun, the contamination observed on the commutator cap did not affect the functionality of the device. Therefore, the rotational sensor malfunction caused the device to complete first prime earlier than expected, which in turn did not allow the device to deploy the cannula. The exact cause of the rotational sensor malfunction could not be determined.